Event description:
The customer reported to olympus that there was an intermittent power issue while using the evis exera iii video system center. There was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was received for evaluation. Based on the results of the investigation, the intermittent power issue was not confirmed. It was observed that there was a loose connection due to a worn latch on the video connector, a corroded universal serial bus (usb) connecting board that could not store still images, and software that was out of date. However, the definitive root cause of the intermittent power issue could not be determined. It is possible that the intermittent power issue was caused by the power switch not being turned on, the power cord not being connected correctly, the power switch of the mobile workstation was not turned on, or a defective printed circuit board. Olympus will continue to monitor field performance for this device.